Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).

Event description:
It was reported that in the past this patient¿s pump had flipped and he therefore received a decreased flow and exhibited low level withdrawal symptoms. Reportedly, in the past the patient flipped his pump twice resulting in decreased flow. It was unclear what medication the device system delivered at the time of the event. Additional information has been requested, but was not available as of the date of this report.